Event description:
It was reported that during a liver lobectomy procedure, the surgeon could not fire the devices. Unknown how case was completed. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload present. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during a sigmoid procedure, there was an incomplete staple line. The stapling occurred as intended and the surgeon went on by using a cdh29, in order to perform the sigmoid anastamosis. But he noticed that the staple line made with the cs40g was not complete (was open on two centimeters). A new resection of the sigmoid was performed in order to introduce a device to suture the open two cm line. The surgeon used a competitor's device to finalize the procedure. Surgery was prolonged one hour. The patient is fine to date.